Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system user was unable to view patient information. The technical support specialist (tss) dialed into the server via bomgar, checked the provided user ID, and verified the details on the server. Based on the information given, it was confirmed that the user had been assigned to the correct unit. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was unable to view patient information on pyxis station. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.